Event description:
Patient was in the operating room for a procedure and had the bair paw warming gown on. The crna lifted the gown and noticed the patient had multiple areas of red blotchy patches on their chest and bilateral arms. The warmer was turned off and the skin was exposed to air. FDA safety report ID # (B)(4).